Manufacturer narrative:
The site reported that a light adjustable lens had been explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of this was 8/30/2021. The device history record for the lens could not be reviewed as the site did not provide the serial number of the lens. The lens was not returned as the site indicated that the lens was not salvageable enough to be returned.

Event description:
The site reported that a light adjustable lens had been explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of this was (B)(6) 2021.